Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continued to use the same cartridge for insulin delivery. Customer's blood glucose level was 269-278 mg/dl. Reportedly, customer continued using pump for insulin therapy.